Event description:
The technician alleged the head hilow is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the trendelenberg valve and the pilot operated check valve to resolve the issue.